Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
"Customer reported via phone call that insulin pump had motor error alarm." Customer reports the drive support cap appears normal (slightly indented). Customer was unable to complete pump rewind due to pump alarm. Customer needs to stop using the insulin pump as it will not let him rewind it and clear the alarm. The customer¿s blood glucose level was 136 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.